Event description:
It was reported that during the treatment of a 15mm ica aneurysm, the implant coil loops protruded in to the parent artery. Upon repositioning, the embolization coil prematurely detached partially within the aneurysm and the microcatheter. An attempt was made to retrieve the coil using a alligator snare successfully. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis revealed the implant coil detached from the delivery pusher. The implant was not returned for evaluation. The attachment tether that holds the implant intact with the delivery pusher has characteristics and evidence of being stretched. The remainder of the device is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for evaluation. We cannot determine if this was an attributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.